Event description:
The customer reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to check if the pump was plugged in, press the center button, and then connect it to a power source, but the screen remained off. The pump's led was blinking red, and it vibrated intermittently. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.